Manufacturer narrative:
The complaint investigation for a patient specimen ID (sid) reading error, on the alinity hq analyzer, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. On the basis of the results, the wbc and rbc results of sequence (seq) # 557578 (sid (B)(6) ) correlate with seq# 557580 and 557581 (sid (B)(6) ); however, the barcode reader read the sample ID as (B)(6). The customer thought the issue was likely due to a poor hsqa camera position or suspected hsqa camera failure. The hsqa was replaced, and calibration was performed, resulting in confirmed normal operation (control and sample measurements), which resolved the complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a sample ID mismatch error on an alinity hq analyzer. The customer reported that the barcode reader read sample ID (B)(6) as sample ID (B)(6). The error was caught immediately, so the mismatched results were not reported out of the laboratory. There was no impact to patient management reported.

Event description:
The customer observed a sample ID mismatch error on an alinity hq analyzer. The customer reported that the barcode reader read sample ID (B)(6) as sample ID (B)(6). The error was caught immediately, so the mismatched results were not reported out of the laboratory. There was no impact to patient management reported.

Manufacturer narrative:
Correction was made to section d2b procode. The incorrect code of grz was changed to gkz. This was a typographical error correction and there is no further impact to the submission. Additional information provided in section d4 primary UDI number: (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a sample ID mismatch error on an alinity hq analyzer. The customer reported that the barcode reader read sample ID (B)(6) as sample ID (B)(6). The error was caught immediately, so the mismatched results were not reported out of the laboratory. There was no impact to patient management reported.